Manufacturer narrative:
Date of event: exact date unknown, event occurred for the last couple of years. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model:sc-2316-70, serial: (B)(4), batch: 16740431. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18766443.

Event description:
It was reported that during the ipg replacement procedure (MFR 3006630150-2021-06094) when the lead was checked, there were multiple fractures. It was also reported that the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively and the explanted leads were discarded by medical facility.